Event description:
One pump was returned and analysis found that the latch flex sensor was degraded. There was no patient involvement.

Manufacturer narrative:
E1: phone number (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation found that the latch lock flex sensor was degraded. The latch lock flex was replaced.